Event description:
Rptr called on behalf of his wife. Rptr stated she had the er1 message only one time, date unk. Rptr said that she had retested and blood glucose was in the 100-200 mg/dl range, but cannot recall exact value.